Event description:
On (B)(6), an amazon customer commented that the product was false negative: customer said that the product was not accurate and it came out negative twice when compared to other test results, both should be positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.